Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer's telemetry wasn't working. During analysis, the programmer was able to interrogate wireless and non-wireless using a known good head. It was indicated that the hard drive health was ninety-nine percent. The programmer hard drive was replaced and reimaged as a preventative. It was also indicated that the keyboard was damaged and both hinges were broken. These parts were replaced and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer's telemetry wasn't working. An attempt was made with another radiofrequency head without success. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.